Event description:
It was reported that the patient ipg was explanted and replaced due to being inoperable. Reportedly, therapy was restored post-operatively. No further information is available.

Event description:
Additional information received identified that the ipg was not operable due to recharge burden.